Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported after injection with .55 of juvéderm volbella® xc in the lips and rhytids, the patient experienced "swelling, firm, erythema, and warmth nodular at injection site" three and a half months later. The injector wrote, "I do feel this is truly a delayed onset allergic reaction." The day symptoms began the patient was treated with hylenex injection and oral steroids. The patient had 3 additional injections of hylenex as treatment. Symptoms are ongoing.